Manufacturer narrative:
The acist angiographic injection system, model cms2000, serial number (B)(4), was returned to acist on (B)(6) 2020. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction based on the data from the analysis of the injector system. The acist consumable kits used during the event were not returned by the user facility and the lot numbers are unknown; therefore, acist is unable to investigate these items. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on this investigation, there is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use. A copy of the cineangiograms was received. Upon completion of the review of the cineangiograms, a follow-up report will be submitted.

Event description:
During a left anterior descending (lad) percutaneous coronary intervention (pci), air was injected into the patient. The patient experienced chest pain during the procedure, which subsequently resolved, st-segment elevation and abnormal heart rhythm (transient atrioventricular block (bav).

Manufacturer narrative:
H2: acist's medical advisory board reviewed a copy of the cine-angiograms and information received from the user facility from the event. Based on the review of the images, there was no evidence of an air injection. During injection of contrast into the left anterior descending (lad) artery, there was a timi-2 flow, that was slower than the other images of the lad. The clinical evidence of the ischemia observed coincided with the slow flow in the lad and the slow flow in the lad was the result of this ischemia.